Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient was dissatisfied with the function of the device. It was further reported by the icm patient that the device "doesn't capture" what the patient is looking for. The device remains in use. No patient complications have been reported as a result of this event.